Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a sudden change in sound perception with the device.

Manufacturer narrative:
Additional information: based on the received information from the field, in situ measurements showed elevated impedances and changes in sound perception were perceived by the recipient. However, latest measurements were reported to be within normal range and the problems are assumed to be caused by temporary physiological issues in the cochlea. No further issues are reported and the device remains implanted and in use.

Event description:
The user reported a sudden change in sound perception with the device.